Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was causing diaphragmatic stimulation after the patient had recently fallen. During a routine follow-up, the electrophysiologist (ep) felt a micro-perforation may have occurred. A small defect around the tip of the lead was also noted. The lead was successfully explanted from the patient and replaced with another lead. An echo performed after the new lead was implanted showed no effusion. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Additional information available from the field representative revealed that this lead has not been returned to their bin from the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.